Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Manual sound test was performed and passed. Global receiver was performed and passed. Wiggle test was performed and passed. Receiver functional test was performed and passed. Receiver was opened for internal inspection and passed. Measured speaker resistance and its within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.